Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 07/24/2018, that on (B)(6) 2018, an adverse event occurred. The patient stated she was not feeling well and grabbed her receiver to see where her glucose values were at. When they pressed the button to wake up the receiver, it was stuck on the loading screen. The patient then checked her omnipod and it showed that her blood glucose levels were high. The patient¿s boyfriend and mother were with the patient and decided to take the patient to the hospital. While at the hospital, the patient was treated with 1 bag of insulin and 2 bags of fluids via intravenous (IV) therapy. The patient was kept overnight to be monitored and was released from the hospital on (B)(6) 2018. At the time of event, the patient was feeling better. No additional patient or event information is available.